Manufacturer narrative:
The device was returned and the evaluation found the device had no image and the battery was depleted. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image. The issue was found during inspection for use in an unknown therapeutic procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. The evaluation found that the allegation of no image was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "no image" was caused by failure of the video connector socket. Olympus will continue to monitor field performance for this device.